Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device (age of device: 1 year, 3 months, 27 days). A direct correlation between hm3 lvas and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted on (B)(6) 2017. It was reported that the patient was admitted to the hospital for a gastrointestinal (gi) bleed on (B)(6)2018. The patient complained of black stool. The initial work up showed elevated inr and hemoglobin of 11.5. The patient was transferred to (B)(6). The patient continued to have dark stools after admission. Gastroenterology was consulted for further workup. No additional information was provided.

Event description:
On (B)(6) 2019, it was reported that the source of the bleeding was unclear but likely in the setting of supra therapeutic inr.

Manufacturer narrative:
It was noted that the section was inadvertently omitted from the initial submission. No further information was provided. The manufacturer has closed the file on this event.